Event description:
Profound and permanent neurological injuries [nervous system disorder]. Profound and permanent physical injuries [injury]. Case description: an attorney reported that their client, an elderly female age (B)(6), used fixodent denture adhesive, version unknown cream as her denture adhesive product of choice on full dentures that she received in 1966 and reported the following: profound and permanent neurological injuries, profound and permanent physical injuries which have left her unable to perform her normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer since 1966. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.